Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia.the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch # 6007974 in question was manufactured at the (B)(4) site. The information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No (troubleshoot) t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required. The batch 6008823 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to version 3 on reference samples, 05 samples out 05 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 05 samples out 05 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation under CAPA 1999254. Device history record (DHR) review: the lot 6007974 was packaging according to the wi version 115, in the line inset 7, on 03/jul/2024, with a total of (B)(4) units. Gluing of tubing the lot 4f04735 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc01, on 01/jul/2024, with a total of (B)(4) units. The lot 4f04736 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc01, on 03/jul/2024, with a total of (B)(4) units. The lot 4f01874 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 11/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No (troubleshoot) t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required and lot 6007974 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.